Event description:
Procedure: ventral hernia repair. Reportedly, the patient was a female who underwent laparoscopy with repair of recurrent ventral incisional hernia. Multiple hernias were noted. Mesh was secured in place with a comibation of sutures and protac. Patient was returned to surgery the next day when possible postoperative bleeding was noted. This time the surgery was of an exploratory nature. The surgeon removed the mesh, and the surgeon noted at that time that, there was a shaper edge on one of the protac clips and the mesh was entirely removed. There were two injuries noted to the small intestine that were repaired. The patient did not improve after the surgery and was transferred to another hospital where she later passed away.